Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion (alif)/posterior lumbar interbody fusion (plif) procedure using rhbmp-2/acs. Post-op, patient allegedly suffered from serious constant pain.